Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10861. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman laa closure device & delivery system was advanced through a watchman access system. The closure device was deployed and released successfully. An echocardiogram and angiogram were performed which confirmed there was no pericardial effusion. About 30-50 minutes after the device was implanted, the patient's blood pressure dropped. A transthoracic echocardiogram (tte) was performed and showed a pericardial effusion. They drained about 300ml of blood from the patient. Protamine was given to the patient and the bleeding stopped. The patient stayed overnight in the intensive care unit at the hospital and is reported to be in stable condition.